Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to the main board. Further evaluation of the main board found the software to be corrupted which caused the device to not power up. The customer declined the device repairs. Therefore, the device has been returned to the customer labeled unrepaired and not certified for clinical use. Analysis for reports of this type has not identified an increase in trend.